Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump wasn't working properly. Customer's blood glucose was 7.3 mmol/l. The keypad on the insulin pump wasn't working, as the numbers continued to scroll. Customer was attempting to give a bolus when he noticed the issue. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. No unexpected numbers ramping/scrolling on their own noted. The insulin pump received with cracked battery tube threads, reservoir tube lip and minor scratched display window.